Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. The account communicated that the patient underwent a heart transplant due to persistent gastrointestinal bleeding (gi) and acute blood anemia secondary to gi bleeding. (B)(6) was returned assembled with the driveline (dl) cut approximately 7.25¿ from the pump housing and the distal portion of the dl was not returned (figure 1). All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow conduit was returned attached to the pump outlet housing. The bend relief collar was also present. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16sep2019. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's multiple gastrointestinal bleeding (gi) was reported under MFR# 2916596-2021-04356. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant due to persistent gastrointestinal bleeding (gi) and acute blood anemia secondary to gi bleeding. Intermittent gi bleeding since (B)(6) 2020 requiring multiple transfusions as outpatient. The patient completed 8 days of intravenous (IV) ferrlecit- (B)(6) 2021 to (B)(6) 2021. Repeat fe studies on (B)(6) 2021; fe 11, fe sat 3, ferritin 22, tibc 351. Another course of IV fe, ferrlecit 125 mg daily started on (B)(6) 2021. The patient continued protonix 40 mg daily, danazol 100 mg 2 time per day (bid), lovaza 2 gm bid, and digoxin 0.125 mg daily. Dig level <0.3 on (B)(6) 2021. Orthotopic heart transplant (ohtx ) status upgraded to unos status 2 on (B)(6) 2021 due to complication from lvad (left ventricular assist device) with recurring gi bleeding requiring numerous transfusions and readmissions. No additional information provided.